Event description:
It was reported that the patient had tibial loosening due to an infection within the tibial canal. Revision surgery occurred to correct the issue.

Manufacturer narrative:
It was reported that the patient had tibial loosening due to an infection within the tibial canal. Revision surgery occurred to correct the issue. The cause for the infection is unknown. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Manufacturer narrative:
It was reported that the patient has tibial loosening. Revision surgery is planned to exchange the tibial tray and poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has tibial loosening. Revision surgery is planned to exchange the tibial tray and poly inserts.